Event description:
Reporter calling on behalf of her mother who has rec'd the er1 message in the past. Reporter suspects inadequate blood sample. Reporter denies her mother has high blood glucose levels.